Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v307391, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the manufacturer representative reported that they did not know the cause of the high impedances or batter life estimation. The patient had a replacement that was considered normal battery depletion on (B)(6) 2016 and the lead was replaced as well. The manufacturer representative did not have the battery and lead to return and they may have been disposed of by the facility. The patient felt stimulation appropriately after surgery and was programmed at settings below 2.0v.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that all pairs with 0 had impedances greater than 4000 ohms. The battery calculation seemed inaccurate as the patient had been implanted since 2009 and they were getting a result of 86.4 months. The battery information indicated that the implantable neurostimulator (ins) was used for 1987 hours and 67 percent of the time since last interrogation. The manufacturer representative attempted to change the programming to remove the 0 electrode from the programmed therapy and rerun the group impedance and battery calculation, but after rerunning the calculation was the same at 86.4 months. The patient was using the device at 0.8v and didn't have any change in therapy or make complaints that may have been related to the open circuits on the 0 electrode. No symptoms were reported. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.